Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: what tissue was being approximated or sutured when it broke? Skin closure were there any patient consequences? No - pls see event details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke during skin closure. There were no adverse patient consequences reported. No additional information was provided.